Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to hyperglycemia and hypoglycemia on (B)(6) 2018 at 3:00 pm. It was reported that the customer went to hospital for hyperglycemia and was put on IV of insulin. It was reported that the customer was given bolus and the catheter was changed, but the bolus was not affecting and there was no alarm on the insulin pump. It was reported that the customer had high blood glucose levels of 20 mmol/l at the time of incident. The customer was treating high blood glucose levels with insulin pump. The customer was treated at the emergency room. It was reported that the customer had high blood glucose levels of 30 mmol/l at the time of admission. The significant events leading to the hospitalization was that the customer was unable to control the high blood glucose. The customer of hospitalization per health care professional was hypoglycemia. It was reported that the customer was wearing the insulin pump at the time of hospitalization. It was reported that the outcome of the hospitalization was that the customer was currently at the hospital and the doctor was going to switch him to manual injections. Troubleshooting was not performed at the time of call. It was stated that the nurse at the hospital requested to replace out the insulin pump. The insulin pump is expected to return for analysis.